Event description:
Healthcare professional reported "issue with not gliding how they are supposed causing the implant to get stuck". Patient contact was not made and surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "issue with not gliding how they are supposed to causing the implant to get stuck" (lack of lubricity). Cont. H10 related report numbers: 3011299751-2024-00177.